Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the clinical specialist, a loose thread was noted dangling from the valve's leaflet. It is unclear whether a suture came loose, the decision was made not to use the valve. A second valve was opened and implanted. The thread appeared to be loose. It was on the leaflet but not attached.

Manufacturer narrative:
Photographs of the valve were taken from the field and reviewed. A long white thread can be seen within the opening of the valve. The sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection of the returned valve confirmed the presence of a white thread-like fiber on the valve. During product evaluation one end of the thread was observed to be attached to the fibers on the rough side of the cp3 leaflet, near the free edge, and the other end was free floating. With forceps, the particulate was removed from the valve to further analyze its characteristics. Both ends of the thread were frayed as if both ends had been cut. The thread was measured and was approximately 15mm in length. The valve was inspected for abnormalities, especially in the sewing on the skirt components and the three commissure tabs. No damage or irregularities were observed. The number of stitches were correct for each of the struts and commissure tabs. Fourier transform infrared (ftir) spectroscopy material analysis was performed on the isolated material collected from the returned valve. The results indicated that the material showed similar absorption characteristics to polyethylene. A DHR review of relevant work orders did not reveal any manufacturing issues related to particulate contamination. Due to the observed complaint, the IFU and training manual were reviewed. No IFU/training deficiencies were identified. A lot history review did not reveal any other complaints related to ¿valve ¿ particulate, contamination¿ for the relevant work order. A review of complaint history reveals that the occurrence rate did not exceed the january 2018 control limits for the trend category ¿particulate, contamination¿. The complaint for ¿valve ¿ particulate, contamination¿ was confirmed. A manufacturing process walkthrough was performed in order to determine if the polyethylene particulate could have originated at edwards. The components materials walkthrough for the sapien 3 manufacturing process revealed that there are four (4) polyethylene materials in the manufacturing cleanroom. Three items can be eliminated as potential sources of the observed for this complaint based on color and physical characteristics. One, the fiber suture, uhmw, has similar physical properties to the white suture found on the returned device. Close-up photographs were taken of both sutures to identify any physical characteristics. A fourier transform infrared (ftir) spectroscopy was performed on the fiber suture, uhmw, as a control to compare against the results of the white polyethylene suture found on the returned device. The results indicated similar absorptions between the two sutures. Therefore, a potential manufacturing non-conformance was confirmed. In the assembly of the valve, fiber suture, uhmw, is used at various sewing operations, such as sewing the main skirt to the frame, and sewing the third and primary suture lines as well as the whipstitch on the tabs. Although there were no abnormalities or damage noted on the valve, especially in the locations that use the fiber suture, uhmw, during product evaluation, the observed particulate could have originated from excess material that was cut off during sewing operations. A manufacturing non-conformity was confirmed and the severity of the event is 3, thus corrective action is required. In response to a previously identified particulate contamination issue, a CAPA was initiated for further investigation. Due to the high severity of this failure mode, a product risk assessment (pra), was previously opened for risk assessment of particulates found after preliminary packaging.